Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an open wire within the device's multi-function cable.